Event description:
It was reported that the patient was seen at a routine two-week post-implant device check and reported a thumping sensation in the chest at times that would come and go. During the device interrogation, the extracardiac stimulation could be reproduced. The left ventricular (lv) lead was reprogrammed to eliminate the extracardiac stimulation and remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.